Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a new device was sent to (B)(6) hospital that had went through water testing, in which hcp bacteria was discovered. The staff at the hospital stated that they did not think the arctic sun manual addressed the cleaning policy very well and there was no instructions on how to test the water and what the acceptable level of hcp is.

Event description:
It was reported that a new device was sent to (B)(6) hospital that had went through water testing, in which hcp bacteria was discovered. The staff at the hospital stated that they did not think the arctic sun manual addressed the cleaning policy very well and there was no instructions on how to test the water and what the acceptable level of hcp is.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun® temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun® temperature management system service manual for additional information."cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun® temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun® temperature management system service manual for additional information." Correction: d4, d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.